Event description:
During testing of the ventilator, a device alert alarm occurred.

Manufacturer narrative:
Evaluation summary: visual inspection of the returned device found no anomalies. The ventilator was tested with a breathing circuit and test lung at the customer's settings. At the start of ventilation, both the low minute volume and low pressure alarms were noted. The ventilator was placed in an environmental chamber for further testing and the device alert alarm sounded at 5c. The reported complaint of device alert was confirmed. Internal examination of the pump found that one bushing had dropped from its original position. It was found to be undersized. The best evidence suggests that this defective bushing contributed to pump failure and to low pressure delivery resulting in the device alert alarm. The ventilator was repaired and returned to the customer. No further issues were reported.